Event description:
The customer tested her blood glucose and received a reading of 212 mg/dl using her contour meter. Her glucose was retested using another meter and that reading was 94 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.